Event description:
It was reported that patient underwent misha implantation for oa along with arthroscopy. Two days later, the patient experienced redness, swelling, and drainage from the incision. Ten days after implantation, the patient had a wound washout and a PICC line for infection was started. The patient's wound and knee pain improved.

Manufacturer narrative:
A review of manufacturing records indicates that the product conformed to design and manufacturing specifications. At the time of misha implantation, an arthroscopic procedure was also performed. There is no information to suggest that the infection was caused by the misha product; the source of the post-operative infection remains unknown. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions and any required MDR reporting.